Event description:
Customer's husband reported hospitalization due to hypoglycemia. Customer is a brittle diabetic and is unaware of low blood glucose. Customer had a low blood glucose of 18 mg/dl and was hospitalized twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.